Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler and cycler set. Additionally, there was no allegation of a device malfunction or deficiency or cycler set defect reported for this event. All patients are at risk of infection during dialysis due to a compromised immune system and dialysis techniques increasing the potential for microbial contamination. Furthermore, it is documented that most cases of pd related peritonitis are the result of touch contamination or a breach in the sterile technique where the patient or their caregiver inadvertently touch the connections to the pd catheter. The catheter provides a portal of entry for organisms into the normally sterile peritoneum. This patient utilizes an extraneal bag during treatment which increases the risk for contamination at the connection point. Based on the limited information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for an infection in the stomach. Upon follow up, the patient stated going to the hospital for cloudy pd effluent. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics (drug, dose, and frequency unknown) with a completion date of (B)(6) 2021. The patient stated the pd effluent culture was negative for growth. The patient was discharged to home on (B)(6) 2021 and has greatly improved. The patient stated continuing pd therapy without issues. The patient does not know the cause of the peritonitis; however, did state that there was no cassette leak related to the event. No further information was obtained.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.